Event description:
It was further reported that there was no impact to the patient during this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate system monitor (serial number: (B)(6)) having a flickering ¿number of months until backup battery replacement¿ value was confirmed by the submitted video. The remainder of the parameters on the system monitor appeared stable and within normal ranges. Provided information indicated that the issue resolved by rebooting the system monitor. The unit was not returned for evaluation, and the root cause of the issue could not be conclusively determined. The heartmate system monitor instructions for use (rev. E) instruct the user to refer any servicing of heartmate lvas equipment to trained service personnel only. The heartmate 3 instructions for use (rev. C, section 4 ¿ ¿system monitor¿) provide guidance on how to navigate the unit¿s interface to view pump/controller parameters, active alarms, and event history. The heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate system monitor, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The monitor was first shipped to the customer on (B)(6) 2013 via customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, d4 (catalog number, lot number, UDI), h8: correction. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It is unknown which device the patient was implanted with at the time of the event/ there was no patient involved in this event. The PMA# provided is associated with most recent approval.

Event description:
It was reported that system monitor was having issues displaying the backup battery number of months in the system status 2 section - "replace in ____ months". It showed a flipping of numbers from 0 - 268. The unit was rebooted by turning it off and turning it back on and resynching of the clocks with controller and system monitor. The rebooting of the system monitor fixed the issue.